Event description:
A clinician drew saline into the 5cc glass syringe preparing to perform the loss of resistance technique. Prior to using the syringe, the clinician allegedly noticed a piece of foreign matter floating in the syringe fluid. The syringe was not used.